Event description:
International affiliate reports the cage fractured during insertion. The broken fragments were removed and discarded and the remaining cage was implanted. There were no adverse consequences to the pt. As a compromised device was implanted, a medwatch report is being filed to document this event.

Manufacturer narrative:
The cage was implanted and the broken fragments were discarded. No conclusions can be made at this time. The most likely cause of the event is atypical force placed on the cage during insertion. This type of event is not unanticipated and the instructions-for-use (IFU) supplied with the device warns against the use of atypical force. At this time, the complaint is considered to be closed.